Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a therapy when the issue occurred. The procedure was completed after the system regained its functionality and x ray emission was possible. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log files did not confirm any malfunction. During troubleshooting, fse identified that the handswitch button was stuck and the rebound was not smooth. The replacement of handswitch by the fse has resolved the reported issue and restored the functionality of the system. After this replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality and the procedure was completed using the same system, therefore this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.